Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a tear during a laser assisted cataract procedure on a patient's left eye. All cuts were selected on the laser. When suction was applied, corneal folds were induced. After all control points were placed, the laser energy for the capsule was increased from seven to ten. While in the operating room, the doctor started to remove the capsulotomy. A few small tags were present. As the doctor was exiting the primary incision, a tear was created at three o'clock (temporal position). This did not radicalize until the intraocular lens (iol) was implanted and positioned. A selective alpha-2 adrenergic receptor agonist topical drop was prescribed three times a day until instructed otherwise.